Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level was 600 mg/dl. Customer perform troubleshoot. Customer was treated with insulin pump for the high blood glucose. Customer¿s mother states that the cannula was coming out of the skin and it cause hurting, itching, swollen with welts and red, rash and that it was painful again. Customer stated that the insulin pump had insulin flow blocked alarm. Customer was reporting a past event. Customer reports event was resolved by infusion set change. Customer states cannula was bent. The device will not be returned for analysis.